Event description:
It was reported that a user did not observe infusion set priming drops after delivering approximately 50 units, and inspection showed the cartridge was not locked and protruding from the pump; the user was guided to perform a rewind and fill procedure, after which drops were observed and the system operated without alerts. Customer care provided telephone troubleshooting and user education, including inspection of the cartridge seating and tubing, followed by successful priming. Investigation of this case revealed an improperly seated or unsecured cartridge leading to interrupted priming, which resolved after reseating the cartridge and completing rewind and fill. Symptoms included no reported adverse health effects. Outcomes included no clinical impact and no hospitalization. It was concluded, based on previously established findings for similar reports, that user setup error related to cartridge installation was the most probable cause.